Event description:
It was reported that a male patient born 21-november-1944 underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and surgical intervention. While ablating the anterior wall of the left atrium the patient went into an atrial tachycardia rhythm and the anesthesiologist noticed the patient's blood pressure had dropped. They paced via the coronary sinus catheter and they were able to successfully correct the atrial tachycardia rhythm and they were converted to a normal sinus rhythm. The patient's blood pressure recovered very slowly. The physician used the soundstar catheter to confirm that the patient had a cardiac tamponade. A pericardiocentesis was done and the medical team was unsure how much fluid was removed as they left the procedure room. The medical team heard that the patient was going to the or for surgical repair. The physician is unsure on the cause of adverse event. The medical team was not informed of patient requiring hospitalization after intervention. The generator used was a smartablate. Transseptal puncture was performed with baylis rf needle. There was no evidence of steam pop. The stsf was used with default irrigation settings. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed. The force visualization features used were dashboard, vector & visitag with the visitag module parameters for stability set at time: 3sec, distance: 2mm, force: 25% at 3grams with no additional visitag filters. And the color option was tag index. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).